Manufacturer narrative:
The scope will not be returned to olympus for evaluation as the user facility utilizes a non olympus third party service center. The scope was serviced on september 14, 2016 at (B)(4). It was noted that the scope failed leak testing and found the bending section rubber glue, objective lens, light guide lens, distal end cover, control knobs, and biopsy channel in critical condition. In addition, the user facility further reported that (B)(4) confirmed that the black liquid seen during the procedure was most likely the adhesive part of the scope. The most probable cause of the reported event is likely due to insufficient maintenance of the scope. The instruction manual states, ¿this instrument does not contain any user-serviceable parts. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, a black liquid substance came out of the scope and into the patient. The patient was flushed as part of the procedure and removed the black liquid. The procedure was completed using a different scope. No patient injury. The user facility also reported that the scope was inspected and leak tested prior to the procedure. In addition, after reprocessing the scope, it was noted that the scope was leaking a black liquid.